Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported system error 345 alarm was verified through a review of the event history log but not reproduced during evaluation. Evaluation found the thermistors to be operating within specification. The ultrasonic sensor was replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.